Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the consumer found the pen needle clogs during priming. (B)(4) captures the complaint for mat#320122 with lot# 9275379 for clog. Verbatim: consumer reported finding clogs during flow check changes the needle and it works. Advised proper placement and to view the non patient end. She claims the non patientn end looks streightlot #: 0176879 from boxcatalog#: 320550date of event: unkonwnsamples status awaiting sampleconsumer reported finding clogs during flow check. Changes the needle and it works. Advised proper placement and to view the non patient end. She claims the non patientn end looks streightlot #: 9275379 from tab, not box.. Hard to seecatalog#: 320122date of event: unknownsamples status awaiting sample".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-09. H6: investigation summary customer returned (10) open 4mm, 32g pen needles from lot # 0176879. Customer states that the pen needle clogs during flow check. All returned pen needles were examined and 9 out of 10 samples exhibited a bent non patient end of the cannula, which could prevent insulin from properly flowing through the cannula. The remaining pen needle was tested and was able to expel properly without any observe defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications root cause is user related. The bent non patient end of the cannula was caused during use of the product by the customer. H3 other text : see h10.

Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4)."

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the consumer found the pen needle clogs during priming. Cs0039474 captures the complaint for mat#320122 with lot# 9275379 for clog. Verbatim: consumer reported finding clogs during flow check changes the needle and it works. Advised proper placement and to view the non patient end. She claims the non patient end looks streight lot #: 0176879 from box catalog#: 320550 date of event: unknown samples status awaiting sample consumer reported finding clogs during flow check. Changes the needle and it works. Advised proper placement and to view the non patient end. She claims the non patient end looks streight lot #: 9275379 from tab, not box.. Hard to see catalog#: 320122 date of event: unknown samples status awaiting sample"